Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 500 to 600mg/dl. Cause of the high bg was unknown. A manual injection was administered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.